Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial channel. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the right atrial (ra) lead involved in this event is a non-boston scientific product. No cause for the high out of range pacing impedance measurements was determined and no adverse patient effects were reported.